Event description:
Pt was revised to address poly wear of the liner.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred more than 15 years ago. Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Poly material wear after the approximated 15 years in-vivo would not be unreasonable to expect. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.